Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 14, 2006, the lay user/patient contacted lifescan alleging that her one touch ultra meter would not power on. The senior medical affairs specialist spoke with the patient on september 15, 2006, to obtain/verify information. The patient claimed that she was unable to test for one week due to the power issue. During the week of concern, the patient was testing on her sister's meter and obtaining results in the 100's mg/dl range. She had been feeling thirsty and experiencing frequent urination throughout most of the week. She had been maintaining a set 30 units of 70/30 in the mornings and 38 units in the evenings. The patient mentioned that she was unable to follow her sliding scale regimen, since she could not test 4 times daily, as required. Towards the end of the week, the patient obtained a result of almost 500 mg/dl on her sister's meter and decided to go to the ER. On that particular day, the patient had decided to quit taking her insulin due to being frustrated about the lfs meter not powering on. At the ER, a result of 400 mg/dl was obtained. She was administered insulin and released a few hours later. The customer care advocate (cca) verified that the patient was using the correct type of test strips (strip expired), the battery had been replaced according to the owner's manual, there had been no trauma to the meter, the battery was correctly installed, the meter was not downloaded prior to attempting to test, and the battery contacts were in good condition. The cca walked the patient through pressing the power button and inserting a test strips all the way into the test strip port. The meter did not power on. The cca also walked the patient through a temporary fix of the power issue by reseating the battery. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test for 1 week due to an unresolved power issue, was periodically testing on another meter, unable to follow her sliding scale insulin regimen, developed symptoms of hyperglycemia, and received insulin treatment for blood glucose levels of 400 mg/dl.